Manufacturer narrative:
Manufactuer is waiting for the return of the device in order to perform the examination.

Event description:
"Allegedly, the inner seal from the device broke inside the cannula" reducer cap may have been used incorrectly and attached to the xcise prior to the insertion of the obturator. In which case the obturator may have damaged the reducer cap.